Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose readings between 300 mg/dl and 600 mg/dl as well as diabetes ketoacidosis. Customer reported symptoms of vomiting, nausea and dehydration prior to the hospitalization. Customer also had a flu and stated that the blood glucose readings would not go down with a bolus. Customer was treated with insulin drips and IV at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. Customer's blood glucose reading at the time of the call was 304 mg/dl. No further information reported.